Manufacturer narrative:
The device was discarded and is unavailable for investigation. Device identification information was not provided. A root cause could not be established in this case.

Event description:
During the insertion of a vascular sheath with a needle (flexcath and acqcross) into the atrial septum, the guidewire was blocked in the sheath, preventing the puncture. The chain was removed from the jacket using force and replaced with another hydrophilic one. Continuation of the procedure without complications. Per follow-up with the rep the acutus provided guidewire was used in this case. Resistance was noted as the guidewire was loaded into the sheath. It was believed that the guidewire lumen was too large for the sheath. It was unclear what caused the failure or whether the guidewire had malfunctioned. Additional information was received from user (physician) stating that, per translation, "during consultation, a significant increase in blood pressure was observed following the administration of the drug. The patient reported severe headaches and dizziness. Patient received the medication to manage a hypertensive crisis and experienced adverse reactions including significant increase in blood pressure. The patient made a full recovery with no lasting effects."